Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Ptc, the device was received with the ptc damaged on the proximal convex side. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, no yellow alert screens were displayed. The ptc may have been damaged if the device was activated across a clip or staple, causing an electrical short and the "reposition jaws and reactivate" and "replace instrument" alert messages to display.

Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure, there was an error command "replace instrument" that came up on the generator. There were no patient consequences. Case completed with another device of the same product code. One device will be returned